Manufacturer narrative:
The investigation has been completed. Based on the analysis, functional testing was performed and no failure was identified related to the reported issue; however a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (600 mg/dl). The reported cause for elevated bg levels is unknown. Customer delivered a bolus to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.